Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is an off-label usage of the device. On the day of the event the patient woke up and drank coffee when she started to feel nauseous and had a headache. At that moment the cgm was 138 mg/dl. When the patient started to vomit too, a fingerstick and the blood glucose reading was 550 mg/dl, the cgm device would have not been showing readings at that moment. The patient called for an ambulance and was brought to the hospital. On their way to the hospital, the cgm alerted the patient that the cgm reading was 360 mg/dl. Upon arriving at the hospital, a fingerstick was taken and the blood glucose reading was 450 mg/dl. The doctor advised to take off her pump and sensor and the patient was treated with intravenous fluids, and 5 units of insulin. The patient stayed in the hospital for 6-7 hours and was discharged after this. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.